Event description:
A bard portacath was placed in (B)(6) 2009. Correct placement was verified via both x-ray and per use of catheter. It was operational until about 1 month ago when at that time, when cath used, caused pain to pt. Eventually the cath became non-functional and required removal. When the surgeon went to remove, it was discovered that the cath had sheered, so half was able to be removed and half was not as it had migrated into the ventricle. Removal of this portion would require interventional radiology, and we do not have that service at our hosp. The pt was transferred to a different hosp and the successful removal -as an out put- occurred. Surgeon believes that either device malfunction and sheered on it's own, or that a stress fracture of the clavicle occurred causing sheering. Dose or amount: na. Frequency: na. Route: IV. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: IV access needed.

Event description:
Corrected data: section d(4) catalog number - not indicated.originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Manufacturer narrative:
Corrected data received 6/30/10: (B)(4) - user information unknown. Original report stated that this incident occurred under the supervision of dr (B)(6); however, that is incorrect. The surgeon involved in this incident is unknown. This event occurred in (B)(6).

Event description:
Catalog number - not indicated.originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Event description:
Allegedly the component disassociated and had to be revised.

Manufacturer narrative:
Catalog number - not indicated.originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).